Event description:
It was reported that during a laparoscopic left hepatectomy, the white tissue pad was broken and fell off. Changed to another one but the issue remained. The fallen piece was retrieved by forceps. Changed to the third one to complete the procedure. No adverse event on the patient. As the patient had hepatitis, the samples had been discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.